Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No green status indicator. There was no patient involved in this event.

Event description:
No green status indicator. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2013. During the investigation, the green status led was not flashing, as per the reported fault. The green status led on the membrane was measured and found to have failed. This had resulted in the device displaying no status indicator. The fault could not be replicated when the membrane was replaced. The status leds are tested during h017-014-104 final unit test, the device successfully passed final unit test on the (B)(6) 2013. This would therefore indicate the component failed after dispatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.